Manufacturer narrative:
The signs of plastic deformation observed on the top liner ring were likely due to femoral neck impingement which occurred during the reported dislocation event.

Event description:
It was reported that revision surgery was performed due to dislocation.